Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that the patient experienced inaccuracies between the continuous glucose monitor (cgm) and blood glucose (bg) meter and a hypoglycemic event. The sensor was inserted into the abdomen on (B)(6) 2019. The patient noticed that the cgm reading was 400mg/dl for a while but did not feel symptomatic. He did not take a bg comparison reading, and dosed humulin n slow-acting insulin based on the cgm. The cgm stayed high so he dosed with humulin n a second time, then noticed his cgm dropped rapidly to around 90 mg/dl. He felt that was in his normal range, so he did not consume any sugar or other food. Sometime later he was working outside, then came inside feeling extremely sweaty and became incoherent. He went unconscious and his wife called 911 around 4:00 pm. The paramedics checked his bg which was 31mg/dl but his cgm was reading 92 mg/dl. He stated that the paramedics treated him with glucagon which raised his bg to 120 mg/dl. He woke up, and his wife estimated he had been unconscious for about an hour total. At the time of contact the patient was fully recovered and in good condition. Data was evaluated and the allegation was confirmed. The probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. The data investigation confirmed a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available.